Event description:
It was reported that during a da vinci si prostatectomy procedure, the user facility identified a broken band below the jaws of the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing failed. The yaw pulley shows no signs of arcing. Additional observations not reported by the customer were bent grips, pulley damage, main tube, and bipolar pin damage. One of the instrument's grip was bent, causing side to side misalignment of grips. There was an 0.091 offset at the tips, indicating overloading at the tip. There was an indentation at the edge of the distal pulley. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. The bottom bipolar pin was bent upward towards the top pin; however, the chassis was not broken. No other damage was found. Evidence not conclusive but grip, pulley, main tube, and bipolar pin damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the pulley and main tube damages found during failure analysis could cause or contribute to an adverse event, if to reoccur. The bent grips and bipolar pin observations found during failure analysis do not meet the criteria of a reportable event. Recurrence of these failure modes are not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient.